Event description:
It was reported that a flogard infusion pump had an f-49 alarm. This alarm did not occur during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The f-49 alarm was found recorded on the device's alarm log. A visual inspection found the battery to be damaged. The cause of the reported issue was determined to be a damaged main battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.